Manufacturer narrative:
(B)(4). Device evaluation: complaint verification testing could not be performed because no sample was returned for analysis. A device history record review did not reveal any manufacturing related issues. The potential cause of the guide wire becoming knotted in a patient could not be determined based upon the information provided and without a sample. No further actions will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported during insertion the guide wire became tied into a knot. As a result, they had to perform a skin nick to remove the wire. The nurse indicated this was a difficult insertion.